Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown; therefore, no evaluation or batch review could be performed.

Event description:
The customer contacted baxter's service center regarding air in the supply line (without an alarm) which occurred on the homechoice (hc) during initial drain. The care giver (cg) stated that shortly after initial drain started, the supply bag fell off and disconnected. The hc had not alarmed, but the cg called for assistance ending therapy in order to start over with all new supplies. The technical service representative (tsr) walked her through ending and advised her to call the peritoneal dialysis registered nurse within the next 24 hours regarding the event. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.